Manufacturer narrative:
(B)(4). Excessive force, above rated burst pressure the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified right coronary artery. The 2.5x12 mm trek balloon was advanced, without resistance, to the target lesion and was pressurized three times. On the third inflation to 22 atmospheres, the balloon ruptured. Severe resistance was felt during retraction of the balloon catheter from the anatomy and force was used to retract the device. After retraction a piece of the balloon remained in patient anatomy. No attempts were made to retrieve the separated piece of balloon as the patient was not experiencing any adverse symptoms or effects. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx trek instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over-pressurization. In this case, it is probable that the lesion site contributed to the rupture. Additionally, the warnings section of the IFU states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, removing the catheter against resistance does not appear to have been an intentional deviation form the IFU, and was likely due to case circumstances.